Manufacturer narrative:
The second patient is a (B)(6) female born on (B)(6) 1991. The customer did not provide the patient demographic of weight for either patient. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site, the fse noted micro bubbles in the wash pump. To resolve the issue the fse replaced the acrylic block manifold which contains the wash valve rotor, and the motors and home sensors for the wash and precision valves. After the repairs had been completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 and access total bhcg 5th is results is an intermittent malfunction of the wash valve rotor and motor.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient and non-reproducible human gonadotropin (total bhcg 5th is, both routine and diluted) results for one (1) patient involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). An elevated access accutni+3 result was questioned for a patient (designated as patient 1) due to a previous negative result. The patient's sample (designated as sample 2 for patient 1) was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, outside of the assay's normal reference range, was obtained. A third sample from the patient (designated as sample 3) was run on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, outside of the assay's normal reference range, was obtained. Sample 3 was then repeated on an alternate beckman coulter immunoassay system and a lower result, within the assay's normal reference range, was obtained. Elevated access total bhcg 5th is (both routine and diluted) results were questioned for a patient (designated as patient 2) due to a previous negative result. The patient's sample (designated as sample 2 for patient 2) was repeated on an alternate methodology, a quidel quick view plus one step hcg blood test, and a lower result was obtained. The customer confirmed the elevated results were reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred due to the elevated access accutni+3 or access total bhcg 5th is results. Quality control (qc) recovered outside of customer established ranges for multiple analytes on the date of the event. Calibrations and system checks were recovering within range on the date of the event. The samples were collected in serum gel tubes and were centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.